Manufacturer narrative:
Not returned.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, noise was observed. The noise was reproduced with deep inspiration. The noise caused the pacing percentage to drop. Programming changes were made, but did not resolve the issue. The lead was capped and replaced on (B)(6) 2017 due to noise and fracture. There were no patient complications prior, during or after the case.

Event description:
New information received notes that prior to the procedure, the patient experienced shocks that the patient claimed he was unable to function.